Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had a scope communication error (b30). The issue was found at preparation for use during a laparoscopic procedure. There was a minimal procedural delay that caused no harm to the patient, and was completed with a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending section cover was cut with no leak and glue was cracked. The objective lens master and slave had peeling cement. The control body had faded body control unit logos and discolored free engagement knob levers. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is highly likely that the event occurred due to a break in the charged coupled device (ccd-u) cable on the master side in the universal cord. It is likely that the cause of the occurrence may have been a disconnection of the charged coupled device (ccd) cable due to deterioration over time due to the use of the device, but no information to identify it could be obtained. The event can be detected/prevented by following the instructions for use which state: chapter 5 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.